Manufacturer narrative:
The local area field representative was contacted for additional information. Isometrics was performed with the same outcome observed. The programming was left in vvi based on therapy needs. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, stored ventricular tachycardia (vt) episodes were noted which showed noise on both the ra and right ventricular (rv) channel. Oversensing was present on the rv channel after atrial paced events and may have been due to the unipolar atrial pacing. The device was programmed to vvi mode. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring for further episodes. No adverse patient effects were reported.